Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed inside the delivery tube. Evidence of blood was observed on the outside of the device and seal. The slide lock was not engaged. The plunger was depressed on the delivery device. The anchor and tension spring assembly remained inside the delivery device in the pre-deployed position and the tension spring tether was intact. The seal was extended outside the tube. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint "failure to load properly" was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that before a coronary artery bypass procedure, hs iii proximal seal did not load properly and fell off of the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.